Event description:
It was reported that this pacemaker is schedule for replacement due to it switch to safety mode. This device was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker is schedule for replacement due to it switch to safety mode. This device is scheduled to be replaced on february 7th. No adverse patient effects were reported.